Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in threshold measurements and pace impedance measurements that remained within normal range. Additional information was received that rv pace impedances rose to greater than 2,000 ohms, resulting in a lead safety switch (lss). Isometrics testing was performed in which no noise was observed. Ultimately, this rv lead was noted to be fractured, was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in threshold measurements and pace impedance measurements that remained within normal range. Additional information was received that